Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shakiness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back test results of 161 and 89 mg/dl. The customer was not using the proper back to back testing technique. The customer¿s expected pm fasting blood glucose test result is 140 mg/dl. At the time of the call the customer reported shakiness; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 01/31/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 107 mg/dl, date: (B)(6) 2022, time: 2:13pm fasting. Result 2: 101 mg/dl, date: (B)(6) 2022, time: 2:10m fasting. Result 3: 89 mg/dl, date: (B)(6) 2022, time: 1:51 pm fasting. Result 4: 161 mg/dl, date: (B)(6) 2022, time: 1:42pm fasting. Result 5: 86 mg/dl, date: (B)(6) 2022, time: 7:56am fasting.

Manufacturer narrative:
Sections with additional information as of 18-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.